Event description:
The customer reported to olympus that the ultrasonic gastrovideoscope had insertion tube defects. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the acoustic lens was peeled. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the objective lens had a scratch, the acoustic lens had a scratch, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the bending section cover rubber had a scratch, the adhesive on the bending section cover rubber was detached and had a chip, the connecting tube had a scratch, the protector of the ultrasonic cable on ultrasonic connector side had a scratch, switch 1 had a scratch, switch 2 had a scratch, the paint on the air/water cylinder was peeled, and the universal cord had a dent. Based on the results of the investigation, the root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. These phenomena are not isolated from the phenomenon caused by handling of the user olympus will continue to monitor field performance for this device.